Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device was able to power on using both ac and battery power. When powered on the device reboots before finishing the boot sequences and after several consecutive reboots the screen goes blank and the device emits a watchdog tone. The ribbon cable between the ui board and system board was disconnected and reconnected and the devices functions as designed. The failure is likely due to poor connectivity between the ui board and system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-8 - turns off by itself and also there is a loud internal noise that sounds like "grinding". No patient impact or consequences were reported.